Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of the reported alarm was determined to be a leak in the disposable. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on a homechoice (hc) device during automated peritoneal dialysis (apd) therapy. The home patient (hp) was connected at the time of the alarm. The hp reported that a leak was occurring on the drain line, but the hp was unable distinguish whether the fluid was leaking from the cassette tubing, or the drain bag. A technical service representative (tsr) explained the alarm and reviewed proper procedures with the hp. The hp planned on completing therapy using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.